Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Xray was performed to locate part of the needle. Second part of the needle is still in the patient. A new handle and suture was used to resolve the issue and complete the case. The patient status at this time is fine. There was a delay in the case due to performing the xray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that both blades were bent and the toggle switch was broken internally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blades indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Replication of the broken toggle switch may be due to rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, intra-operatively, the needle was broken that ended up in the patient. No information about the patient¿s status.